Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that unstable angina, coronary atherosclerosis and in-stent restenosis (isr) occurred. In (B)(6) 2014, the patient was diagnosed with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal left circumflex (lcx) artery with 95% stenosis and was 24 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 24 mm promus element stent. Per edc, post treatment percent stenosis is mentioned as 100%. Seven days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was diagnosed with coronary atherosclerotic heart disease and unstable angina. The patient was hospitalized and referred for coronary angiography. Two days after, the 70% stenosis noted in the proximal lcx which was previously treated with a study device was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. In (B)(6) 2017, the outcome of the event was considered to be resolved/recovered and the patient was discharged on the same day.